Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l) or show a ¿high¿ reading on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin.